Event description:
Allegedly, tip of screwdriver broke off in use inside patient. Additional information received on 09/11/2020 from (B)(6) : confirmation that the tip instrument remained inside the patient.